Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed self test for defib and pacer functions. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing without duplicating a malfunction. We recommended to replace the defib monitor flex cable and processor/bridge/pace board as a pre-caution. The device will be recertified and returned to the customer once approved. Analysis for reports of this type has not identified an increase in trend.